Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) to treat a gastrointestinal (gi) bleed using packing coil lps, ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil lp in the target location using the microcatheter. Next, while attempting to advance the packing coil lp, the physician felt the packing coil lp to be stiff and kicking back and was unable to pack it in the target vessel. Subsequently, the packing coil lp unintentionally detached, and the physician tried to push the packing coil lp using the pusher assembly; however, the attempt was unsuccessful. The packing coil lp then dislodged the previously placed ruby coil lp and the ruby coil lp migrated into a small vessel in the superior mesenteric artery. The packing coil lp was left partially in the target vessel and partially in the common hepatic artery. Attempts were made to retrieve the packing coil lp and ruby coil lp by using a snare device without success. The physician also tried using a balloon to push the coils into the target vessel; however, it was unsuccessful. It was reported that the bleeding had stopped, and no additional coils were required. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00145.